Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt the physician could not pass the stylet through the lead. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.